Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: stress. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a chipped adhesive at the bending section cover was observed. The investigator indicated that the most likely cause of the chip was due to stress. There was no patient involvement.